Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that they have been having a hard time getting the recharger to connect to the ins, it takes a long time to get the recharger to connect to the ins it won't stay connected. Patient said when they first got the device they didn't have any issues charging, but ever since they had a MRI they have had issues charging the ins. Patient said they haven't have any weight gain or loss since implant and they can feel the ins through the skin. Patient said it took them an hour to charge the ins from 30 to 100% because they kept losing connection. Patient said the used to be able to walk around while charging but now if they lift leg or reach for something to drink they lose connection and it takes forever to get it back. Patient said sometimes when they charge they feel "shocks". Patient said they feel the shock when they don't have a layer of clothing between the recharger and skin. Patient said if they have a thin layer the recharger doesn't connect to ins. Reviewed to reposition recharger during call and patient was able to connect but could not maintain connection. Patient was using the belt and had it as tight as they could comfortably get it. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.